Event description:
Dr placed mcivor mouth gag in pt's mouth. The mayo stand was brought in over pt's chest and mouth gag attached. Mayo stand was elevated to provide traction and expose tonsils. The mcivor mouth gag broke at weld upon elevation and exposure was lost. No injury to pt. (B)(4).